Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that paramedics were called to out three times due to low blood glucose level. Customer stated the she went into surgery for her wrist and doctor took her off the device and started having issues with blood glucose. Customer thinks the issue was not with the device. Customer does think her basal rates need to be fixed. Customer was advised to seek medical advice for changing the rates. Customer declined troubleshooting for low blood glucose. No further information provided.